Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The inspection demonstrated abrasion marks and a damaged insulation at approx. 55 cm distal to the is-1 connector pin. This insulation damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this patient fell and had noise on the right ventricular lead during the next device interrogation. Another lead was replaced. The lead was explanted. No adverse patient effects were reported.